Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported during the implant procedure that the right atrial (ra) lead perforated the heart leading to pericardial tamponade and pericardial effusion. Pericardiocentesis was performed and the ra lead was removed and not replaced. A single chamber system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.